Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe barrel damaged. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage.

Event description:
It was reported that two syringe solomed 5ml ll 22x1-1/4 w/sh sla experienced scale marking issues and sharp protrusion molding defects. The following information was provided by the initial reporter: customer found that there were grooves in the syringe body and did not use. He noticed the deviation in two units. Material was not used.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe solomed 5ml ll 22x1-1/4 w/sh sla experienced scale marking issues and sharp protrusion molding defects. The following information was provided by the initial reporter: customer found that there were grooves in the syringe body and did not use. He noticed the deviation in two units. Material was not used.